Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose values. Customer¿s blood glucose value was 301 mg/dl. Customer was offered troubleshooting for high blood glucose but the customer stated that they left the hospital and wanted to bolus for high blood glucose. The customer got out of the emergency room less than 6 hours ago. The insulin pump will not be returned for the analysis.